Manufacturer narrative:
Concomitant medical products: 5554-53 lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance, high thresholds with no capture, and intermittent oversensing. The lead was suspect of a fracture. The lead was reprogrammed and turned off until it could be revised. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.